Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury (leaflet damage) could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report leaflet perforation and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Mitraclip xtw (lot: 30118r1110) was implanted successfully, reducing mr to 2+. A second mitraclip xtw (lot: 30329r1082) was attempted to be implanted. First grasp was successful, but an additional re-grasp was attempted to optimize mr reduction. After this second grasp posterior leaflet damage was observed. A final grasp was completed and the clip was implanted. A third mitraclip xt (lot: 20801r1009) was implanted lateral to further reduce mr. The mr was reduced to grade 3-4. No additional information was provided.